Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) that exhibited post-paced t-wave oversensing (pptwos), which triggered inappropriate mode switches. Programming changes were implemented to resolve the issue. The patient was in stable condition.